Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: extension. Product ID: 3889-28, lot# v006785, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
The consumer reported that the battery was in for 7 plus years and was not functioning. The battery was removed on (B)(6) 2015. Prior to the surgery, a manufacturers representative visited her and checked the leads, etc. The patient was indicated for urinary dysfunction/ sacral nerve stim. No further information was provided.